Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -13.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault,significant reduction of iridocorneal angles and glare/haloes. The exchange resolved the problem. Incision enlargement was performed. Cause is reported as unknown.

Manufacturer narrative:
Weight-race:unk . Claim#: (B)(4).